Manufacturer narrative:
Additional information: UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. There was a cracked enclosure and tank cover. An outdated printed circuit board (pcb) and power switch and broken pole clamp. The reported issue was confirmed with an visual inspection. The root cause of the reported issue was found to be wear and tear by customer. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that there was a broken pole clamp. No patient injury was reported.